Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker device had 5.5 years of longevity which was noted on october 22, 2018, but on january 2019, it has 2.5 years of remaining. Moreover, health care professional (hcp) noted battery consumption was 191 per cent of nominal settings. Health care professional (hcp) then requested analysis. Additional information indicated that the device exhibited premature battery depletion. Furthermore, engineering analysis showed that battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The power consumption was expected to continue to increase and the malfunction appeared consistent. This device was explanted. No additional adverse patient effects were reported.